Manufacturer narrative:
B3 - date of event : the incident occurred on various dates: on (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd cassette completed treatment earlier than expected and triggered an air in line alarm. A total of 240 ml was administered, and the cassette had been filled to 250 ml, including a 10 ml overfill. However, when the pump alarmed, there was no visible fluid remaining in the cassette. The residual volume in the line is approximately 4 ml, indicating that at least 6 ml was administered beyond the expected volume. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated for one of the three cassettes returned. The device was filled with 250 ml of water using a syringe. The cassette was filled and installed per instruction for use (IFU) and the extesion set tubing was attached to the end of the cassette and 3.0 ml of water was primed. The pump ran at a continuous rate of 100 ml/hr and with 9.4 ml remaining the pump displayed an "air in line" alarm. According to the pump 250 ml of fluid was administered but the actual amount remaining in the cassette was 20.4 ml. The cassette failed accuracy specifications per the 6 plus or minus % specification. The other 2 alleged cassettes with the issue were found to be within specifications of 6 plus or minus % specification.